Manufacturer narrative:
Corrected: (b5) event description: the distal portion of the rotawire was left in the otitis media initially reported and correct location should have been obtuse marginal (om). Media reviewed by boston scientific medical personnel: customer attached a set of media files showing the fracture of the guidewire and the remaining portion of the distal end of the wire left on the patient.

Event description:
It was reported that the rotawire sheared off and perforation occurred. The target lesion was located in ostial circumflex artery. A peripheral rotawire was selected for use. During procedure, it was noted that the wire sheared off and caused perforation. Surgical intervention was done through stenting the perforation while the patient was on the table. Then, echocardiogram was done to see that the perforation was resolved. The distal portion of the rotawire was left in the otitis media. No further patient complications were reported and the patient's condition was stable post procedure. The distal portion of the rotawire was left in the otitis media initially reported and correct location should have been obtuse marginal (om).

Event description:
It was reported that the rotawire sheared off and perforation occurred. The target lesion was located in ostial circumflex artery. A peripheral rotawire was selected for use. During procedure, it was noted that the wire sheared off and caused perforation. Surgical intervention was done through stenting the perforation while the patient was on the table. Then, echocardiogram was done to see that the perforation was resolved. The distal portion of the rotawire was left in the otitis media. No further patient complications were reported and the patient's condition was stable post procedure.